Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.

Event description:
An adolescent patient underwent a tibial epidemiology plateau procedure on (B)(6) 2013. It was reported that during the procedure, the patient experienced an allergic reaction resulting in red welts around the guide wire. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis.